Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller through the process. Once the pump was reset, the cgm error did not reappear, and the caller successfully started a new sensor session.